Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # 272c25. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received unfired with an open package. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. The event described could not be confirmed as the reload performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 272c25, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, during the transection of stomach, but the device would not fire. Procedure was converted from a lap to open procedure. The procedure was delayed by 30 minutes and was completed successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by was not fired? Did the knife advance, if so were staples on either side of the cut line? If staples deploy were they the appropriate b form shape? What was the surgeons experience with the device and was it difficult to use during the time of event? What device was used along with the gst60g? What firing did the event occur on? Which firing did the difficulty occur? What lead to the decision to convert from laparoscopic to open? Was there any buttress being used? Any there any pictures or video available from the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.